Event description:
It was reported that (1) et45g was used during an unknown procedure. It was reported by the rep that the surgeon fired device four times. On the fifth firing device "misfired". Was not able to get any further information. Opened another device to complete the case. There was no consequence to pt.